Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospitals. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused. The expected infusion time was 46 hours; however, a an unknown time the following morning the device was observed to be empty. The device was filled with 1800mg of flourouracil hs diluted in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.